Manufacturer narrative:
The company representative replaced the batteries (part number: 0146-00-0047-01). The iabp was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the iabp was in use on a pt during transport, the iabp had a battery failure. The pt was switched to another iabp and therapy was continued. No pt injury was reported.